Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while taking down "annexia" four ez35b instruments misfired. One had to be cut out. An ez45g was opened prior to paging the rep. The biomed was able to fire one correctly on a four by four off the field. Even manually pulling the handles, the surgeon was unable to release after firing. The four instruments were not marked by the hospital staff concerning exactly the sequence used, which firing, or exact nature of inquiry. There was no consequence to the patient.